Event description:
Md was finishing the case, looked around peritoneal cavity and found two pieces of plastic floating around the inside of cavity; one was clear plastic and one black rubber. Trocar was checked, and found it was the rubber seal of the trocar that probably fell off during the case unnoticed.